Manufacturer narrative:
The mechanical thrombectomy device was not returned as it was discarded at the site. Hemorrhage is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event and patient condition related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that one day after the mechanical thrombectomy procedure, the patient experienced a headache, nausea and vomiting. The patient was identified to have a symptomatic intracranial hemorrhage at 24 ± 8 hrs. Post study procedure. The glasgow score remained at 10 points. Non-contrast computed tomography (CT) of head revealed signs of hemorrhage in areas of left putamen and insula cortex with mass effect and midline shift of 5mm with surrounding edema. The patient was administered tranexamic and mannitol. Additionally, aspirin (acetylsalicylic acid) was discontinued and blood pressure was monitored. The pre-procedural mtici score was 3.